Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the pharmacy department with an unsigned noted that stated, "broken." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted the device door roller pin was broken. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller pin was broken off, the door roller was missing,a nd the door did not close completely. Further testing, found the device had unrestricted flow when the door was opened. This was due to the broken device door roller pin and missing door roller. The broken device door roller pin and missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The probable cause for the broken device door roller pin and missing door roller was leaving the device door assembly in the open position exposing the device door roller pin and door roller to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.